Event description:
This unsolicited device case from (B)(6) was received on (B)(6)-2016 from a physician. This case concerns a patient (demographics not provided) who initiated treatment with synvisc one and experienced septic osteoarthritis. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, taken once (dose, indication, lot/batch number, expiration date and indication not provided). It was reported that the physician did a scope on and directly afterwards injected synvisc one. On an unknown date, after an unknown latency, the patient experienced septic osteoarthritis. Corrective treatment: not reported. Outcome: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event. Additional information was received on 10-mar-2016. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 10-mar-2016: the follow up information received does not change previous case assessment. Sanofi comment dated 04-mar-2016: this case concerns a patient who was treated with synvisc one injection and later had septic osteoarthritis. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors including injection technique and maintenance of septic condition, precludes the complete medical case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a patient (demographics not provided) who initiated treatment with synvisc one and experienced septic osteoarthritis. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, taken once (dose, indication, lot/batch number, expiration date and indication not provided). It was reported that the physician did a scope on and directly afterwards injected synvisc one. On an unknown date, after an unknown latency, the patient experienced septic osteoarthritis. Corrective treatment: not reported outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. Pharmacovigilance comment: sanofi comment dated 04-mar-2016: this case concerns a patient who was treated with synvisc one injection and later had septic osteoarthritis. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors including injection technique and maintenance of septic condition, precludes the complete medical case assessment.